Event description:
The flanges of the screw broke off causing a 30 minute delay in surgery.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.